Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra aortic ballon pump(iabp) does not rebound during use. The hospital reported that the machine did not reverse its pulse. No harm or injury to the patient was reported.